Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level rose to 515 mg/dl due to the issue. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections. Technical support assisted the customer with resetting the pump, which successfully resolved the issue without recurrence, allowing the customer to continue using the pump.